Manufacturer narrative:
The device evaluation performed by arjo technician revealed that the safety side fell off the rail holder due to too much force applied during lowering of the safety side. No components were damaged. The technician reassembled the safety side and the bed operated correctly. The instructions for use dedicated to minuet 2 (IFU 746-396) describes step by step how to lower and raise the safety side: " to lower the safety side: hold the plastic moulding at the foot end of the bed and lift the rail slightly. Press and hold the release button on the safety side end pillar. Lower the safety side to its bottom position. Repeat this procedure at the head end of the bed." The IFU also warns: " always hold the plastic moulding at one end of the top rail when raising or lowering the safety side. Do not allow the safety side to drop as this may damage the safety side." Arjo device failed to meet its performance specification since the side rail fell off the rail. The device was not used for a patient treatment when the event occurred. The complaint was assessed as reportable due to safety side sliding out of the rail. No injury was reported.

Manufacturer narrative:
The evaluation is ongoing. The results of the evaluation will be provided to the follow-up report. Date of event was estimated based on the awareness date.

Event description:
Following the information provided, the safety side slid out of the rail holder. There was no indication regarding patient involvement. No injury was claimed.